Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that on (B)(6) 2023, the patient was placed in the bard catheter for chemotherapy treatment, and on november 22, 2023, during intermittent catheter maintenance, it was found that the catheter was broken, and part of the stump remained in the body. T he patient has an interventional procedure to remove the stump of the catheter, which causes additional medical costs and pain. No other information provided.

Event description:
It was reported that on (B)(6) 2023, the patient was placed in the bard catheter for chemotherapy treatment, and on (B)(6) 2023, during intermittent catheter maintenance, it was found that the catheter was broken, and part of the stump remained in the body. The patient has an interventional procedure to remove the stump of the catheter, which causes additional medical costs and pain. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial report type for MFR 3006260740-2023-05669 was submitted incorrectly as we inadvertently selected ¿initial¿ and ¿5-day¿ report in section g6 in our MDR submission. Please accept this supplemental submission to correct our previous report; this report should have been submitted as an initial 30-day report.

Event description:
It was reported by the customer "on (B)(6) 2023, the patient was placed in a bard 7655405 catheter for chemotherapy on november 22, 2023, during intermittent catheter maintenance, it was found that the catheter was broken, and part of the stump remained in the body, the patient was immediately immobilized, and the remaining stump was removed in the interventional department on the same day, and the patient was discharged from the hospital without other discomfort."

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken groshong catheter was confirmed. The product returned for evaluation was one 4 fr s/l groshong nxt clearvue catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a break was observed about 8 cm distal of the clear oversleeve of the distal connector piece. The catheter break contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.